Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2020-19261. It was reported that the patient presented at the medical center to have the pacemaker system extracted due to infection. The pacemaker and right ventricular (rv) lead were explanted and not replaced. The patient was stable throughout.